Manufacturer narrative:
(B)(4). The complaint indicated unreadable printed labels. Eight mcm20 sales unit cartons were returned for analysis. The sales unit labels were confirmed to have abrasion on the label lot print, which makes the labels difficult to read. Seven of the labels were class-3 print legibility issues and one of the labels was confirmed to be class-0 illegible label. On label # 585, the third character ¿e¿ was not readable in the human-readable lot identification. Lot information is present in barcode on the sales unit label and on each individual package. It is unknown when the abrasive damage on the labels occurred and if it was caused by packout configuration or transportation of the product. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported the defect is unreadable, printed label (lot# and expiration date).